Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a generator upgrade procedure. The patient's existing atrial lead dislodged during the procedure. The lead was not able to be repositioned, so it was explanted and replaced instead. Patient was stable after the event.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.